Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a hole in the catheter. An opticross¿ 6 imaging catheter was selected for use. During intravascular ultrasound (ivus) procedure, the physician noticed that the wire came out of the catheter prematurely which was noted with a hole in the catheter. No patient complications were reported.

Manufacturer narrative:
Updated: device evaluated by MFR.?, eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: the device was returned for analysis. Device analysis revealed no damage observed on the distal tip or guidewire exit port assembly, additionally, the catheter did not present any hole or perforated along the length of the catheter. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that there was a hole in the catheter. An opticross¿ 6 imaging catheter was selected for use. During intravascular ultrasound (ivus) procedure, the physician noticed that the wire came out of the catheter prematurely which was noted with a hole in the catheter. No patient complications were reported.